Manufacturer narrative:
The reported event of helix mechanism issue was confirmed but the reported events of r-wave amplitude variation and loss of capture were not confirmed. As received, a complete lead was returned in one piece with the helix partially extended, bent, and clogged with blood/tissue. Analysis found that the helix was partially extended and was bent, and the inner coil at the connector region was overtorqued. The cause of the reported event of helix mechanism issue was due to the bent helix and overtorqued inner coil at the connector region consistent with procedural damage.

Event description:
It was reported the patient presented in clinic for a follow-up. Upon review, it was discovered that the right ventricular lead exhibited r-wave amplitude variation, failure to capture, and failure to retract helix. It was noted that the lead dislodged. The lead was explanted and replaced. The patient was in stable condition.